Event description:
Account states that a nursing services coordinator was splattered with an endocervical sample which was mixed with reagent a & b of the chlamydia test pack. Reagent a & b were added to sample along with the filtration device. When the device cap was opened, the sample mixture splattered in the eyes and mouth and on the face of the coordinator performing the assay. The account states there was resistance and pressure built up as the plunger was pushed into the sample. When the lid of the plunger was opened, the material splattered because of being under pressure. The coordinator was not wearing goggles at the time of the event. The nursing coordinator has gone through the clinic's exposure control plan, has been treated with antibiotics, and will receive the hepatitis vaccine.